Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd2212, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is related to mw5089240.

Event description:
It was reported via user facility medwatch form mw5089240 that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the tip of the taper needle broke off while closing fascia. The needle and tip were accounted for in their entirety. There were no adverse patient consequences reported.